Event description:
It was reported that on (B)(6) 2003 the patient underwent surgery due to non-union of previous lumbar fusion. Interbody cages were placed anteriorly at l4-l5 and l5-s1. Posterior pedicle screw fixation implanted l4-s1. Rhbmp-2/acs was placed inside the cages and across the transverse processes. On (B)(6) 2004 x-ray notes indicate "satisfactory alignment and appearance of posterolateral fusion with laminectomy involving l4-l5-s1." On (B)(6) 2004, CT scan indicated "fluid collection posterior to midline at the lumbosacral spine. There is no air seen within the collection. This collection may represent a seroma or liquefied hematoma. A communication with the thecal sac cannot be excluded. Streak artifact from hardware makes evaluation difficult. An infection cannot be excluded either." On (B)(6) 2004, per the physician's notes, "overall, she has reported a significant reduction in her lower back pain, but she has experienced persistent postoperative lower abdominal pain, in the left lower quadrant, adjacent to her midline incision. She underwent an MRI which showed no focal hernia in this region. She has also noted increasing urinary stress incontinence, and utilizes a pad frequently during the daytime because of incontinence." On (B)(6) 2004, x-ray indicated "no change in appearance and alignment of reinforced, posterior fusion at l4-l5-s1." On (B)(6) 2004, CT scan indicated "posterior metallic and interbody fusion from l4-s1. No evidence for hardware loosening or other complication. No significant canal or foraminal stenosis at the visualized levels. Asymmetry in the origin of the nerve root sheaths on the left at s1, which may represent conjoined nerve root sheath. Dilated left s3 nerve root sheath." On (B)(6) 2005, x-ray indicated "anterior and posterior l4 through s1 fusions without evidence of complication and without significant interval change." On (B)(6) 2005, nm bone spect notes indicated "normal post fusion radiotracer uptake" and "mild increased uptake at the anterior end-plates of l3-l4, consistent with mild degenerative changes at this level." On (B)(6) 2005, x-ray indicated "stable appearance of the anterior and posterior lumbosacral fusion extending from l4 through s1 without in stability" and "degenerative disc disease present at l3-l4, especially anteriorly." On (B)(6) 2006, x-ray indicated "status post posterior interbody fusion of l4 through s1 with intact cylindrical spacers at l4-l5 and l5-s1 disc spaces. No subluxation. Degenerative disc disease at l3-l4 with limited vertical motion at the anterior aspect of the disc space with flexion and extension. These findings are unchanged from earlier exam.¿ 4/5/2006 pt. Presented for surgery with failed back syndrome. Procedure was for removal of instrumentation and fusion from l3-s1 with l3-l4 tlif and l3-l4 pedicle screws, and l3 to s1 posterolateral fusion.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.